Event description:
A healthcare professional reported that during the procedure at the time of sculpture, system message (sm) was displayed and phacoemulsification handpiece (hp) heated. The patient was transferred to another center to finish the procedure. Additional information has been requested. This is one of two reports for this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The console serial advanced technology attachment (sata) cable and the multifunction input output (mfio) printed circuit board (pcb) were returned for evaluation. A visual assessment revealed a bent cable; therefore, the sata cable could not be plugged into the mfio pcb. The battery voltage of the pcb was measured and passed testing. The pcb was installed into a calibrated vision system and turned on. The sample was tested and found to meet specification. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).